Event description:
Customer stated that the cell-dyn 3500 generated erratic results. The initial results generated were: wbc=12,200/ul, hgb=8.2 g/dl, platelet=340,000/ul. The sample was repeated with the following results: wbc=13,500/ul, hgb=9.5 g/dl, platelet=388,000/ul. The results were not reported and there was no impact to patient management.